Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2.. In addition to the reportable malfunction (e216) found at inspection, the device was returned to olympus for inspection, and the customer's complaint (e311) was not confirmed. Additionally, the repair center found the bending section cover was scratched, the bending section cover adhesive was chipped, there as insufficient angle, and the angle engagement was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure/e216 was due to a faulty internal circuit board in the video connector. Probable causes of the faulty internal circuit board include: considering that the relevant part of the device had no the repair history over eight years, the electronic parts including ic were damaged due to age-related deterioration like repeated energization stress. By connecting and disconnecting the video connector while the power of the video system center was on, overcurrent have temporarily flowed. Or the video connector temporarily short-circuited by connecting to the video system center with water adhered to the electric contact of the video connector. Static electricity was produced to the electric contacts of the video connector. The final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e216 error was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e311 error was noted with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, an e216 error was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.